Event description:
Implantable systems post market registry study reported the pt experienced increased pain due to dislodgement of the intrathecal catheter. The dislodged catheter was diagnosed by xray evaluation. The pt had a catheter revision, and was reported to have recovered without further sequela. The infusion pump was delivering morphine sulfate 10mg/dl at 0.48mg/day.